Event description:
A physician reported via a literature article that a (B)(6) female received deflux (dextranomer microspheres/ hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for unilateral grade 3 vesicoureteral reflux. Additional medical history included recurrent febrile urinary tract infections. Concurrent medications were not reported. On unknown date, the patient received deflux, 1 ml, using the subureteral transurethral injection (sting) procedure. Postoperatively, the patient had minimal upper urinary tract (uut) dilation. At (B)(6) months, she had asymptomatic dilation. A voiding cystourethrography and dynamic renography with mercaptoacetyltriglycine (magiii) were done and vesicoureteral reflux and obstruction were ruled out. At (B)(6) months, the patient experienced a febrile urinary tract infection. A repeat magiii showed severe obstruction. Ureteral reimplantation was performed at (B)(6) months postinjection. Upon histopathologic evaluation, periureteral foreign body reaction with extensive calcification was discovered. The patient had an unremarkable postoperative course. The authors felt that the progressive inflammatory changes were the underlying pathomechanism of delayed uut obstruction. Another potential mechanism to be considered was that part of the material injected may have been implanted into the ureteral adventitia or that extravasation occurred during the injection.

Manufacturer narrative:
Device failure/out of specification condition is not suspected. Implant dislocation in the tissue might occur due to treatment technique and due to inherent tissue and/or gel properties which are difficult to control.